Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported a syringe detached from a needle while administering the vaccine. The vaccinator states that the needle was advanced into the patient's arm, injecting the vaccine, however, as she removed the needle the syringe detached from the needle causing the needle to remain in place and some of the vaccine to expel onto the patients arm and the vaccinator face. The customer believes that greater than 50% of the vaccine was received. Cdc guidelines were reviewed with the patient concerning this scenario. The patient was given the option to receive an additional dose in the opposite arm per the guidelines. The patient refused. Additional information provided on 27-apr-2021 stated that the patient was receiving the covid19 vaccine. The needle was removed manually by the vaccinator. There was no injury or harm to the vaccinator. There was no injury to the patient besides the needle remaining in the patient after the vaccinator tried to initially remove it from the patient.

Manufacturer narrative:
On (B)(6) 2021 the customer confirmed the device was discarded and will not be returned for evaluation. Type of investigation: (B)(4). Device available for evaluation: updated from yes to no.